Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate after being implanted. Troubleshooting was performed with no resolution. The ipp was explanted and replaced with a new ipp with a shorter tubing length. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 was visually inspected, microscopically examined, and leak and pressure tested. No leaks or damage were identified in the cylinder components. Visual inspection and functional testing of the pump found no evidence of damage or leaks. However, the pump did not pass functional testing as a deflation issue was identified that could affect device functionality. Product analysis confirmed the reported clinical observations. An investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate after being implanted. Troubleshooting was performed with no resolution. The ipp was explanted and replaced with a new ipp with a shorter tubing length. There were no patient complications reported.